Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds with loss of capture (loc) at 2.8v. The r-wave amplitude also decreased, and the impedance measurements dropped from 1200 ohms to 600 ohms, within the normal range. X-ray imaging was performed to check on lead position and it was suspected to have micro dislodgement. A lead revision was recommended. The physician was further going to discuss with the team. This rv lead currently remains in service. No adverse patient effects were reported.